Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported higher values while scanning the adc freestyle libre sensor compared to an hcp meter. On (B)(6) 2020, a sensor scan of 7.4 mmol/l (133 mg/dl) was obtained and the customer lost consciousness. Paramedics were called and a blood glucose result of 2.4 mmol/l (43 mg/dl) was obtained on the hcp meter and the customer was given an injection of glucagon and oral tablets for a diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.